Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc count in the platelet product. No medical intervention was necessary. Donor unit # (B)(4). The disposable kit was not available for return because the customer had already discarded it. This report is being filed due to device malfunction that has the potential for injury.